Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-1071, awareness date 01-sep-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. Consumer reported that she has 2 adhesions by her liver and they have to stay because they do not want to injure her liver. She still has an extremely large hiatal hernia and one of her tubes had scarred to her bowel. She had uterine fibroids and ovarian cysts. But, according to her, in the end everything is gone and they got essure coils out. Now she is in menopause woot (as reported). In addition, consumer reported 22 months of pain, countless emergency room visits, numerous doctor visits, tests, multiple daily medications, depo provera shot and a total hysterectomy including tubes and ovaries. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain (interpreted as pelvic pain). She underwent a total hysterectomy and essure was removed. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. In the present case, the consumer also had ovarian cysts and uterine fibroids which could be alternative explanations for the pain. However, given the nature of the reported event, a contributory role of essure cannot be totally excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy, essure removal). A product technical analysis is expected. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 02-oct-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain (interpreted as pelvic pain). She underwent a total hysterectomy and essure was removed. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. In the present case, the consumer also had ovarian cysts and uterine fibroids which could be alternative explanations for the pain. However, given the nature of the reported event, a contributory role of essure cannot be totally excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy, essure removal). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.